Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) via electronic correspondence to report that his onetouch verioiq meter read inaccurately high compared to his feelings and also inaccurately erratic. The complaint was classified based on the information provided by the patient in his email. The patient did not provide a contact number he could be reached at for additional information. The patient reported that on the evening of (B)(6) 2014 he developed ¿usual symptoms of low sugar level.¿ at the onset of symptoms he tested his blood glucose with the subject meter and obtained a result of ¿12.3 mmol/l." The patient stated under usual circumstances he would have administered insulin in response to elevated result; however, because he felt his blood sugar was low he instead tested his blood sugar with his older meter and obtained a result of ¿2.4 mmol/l¿. The patient claimed he then retested his blood glucose with the subject meter and obtained a result of ¿2.6 mmol/l¿. The patient reported that only 3 minutes elapsed between the two tests with the lfs device. Based on statistical methodology, the calculated difference between the glucose results exceeds both lfs¿ accuracy and precision criteria. In his correspondence to lfs, the patient attached a photo of the subject meter¿s results log for tuesday, march 25. Based on the information in the photo, the patient obtained the alleged inaccurate results of ¿12.3 and 2.6 mmol/l¿ at 7:41pm and 7:44pm. Prior to obtained reading of 12.3 mmol/l, the patient had last tested at 4:20pm and obtained a result of ¿5.4 mmol/l.¿ in his email, the patient also mentioned that he obtained a high result of ¿17.x mmol/l¿ with the subject meter on an unspecified date. In response to the elevated result, he reported taking an increased dose of insulin (type and dose unknown) to ¿lower his sugar level¿. Shortly after administering the increased dose of insulin, the patient reported feeling ¿low¿ and mentionedtreating himself with sweets. The patient did not provide the serial number of the subject meter or the test strip lot # in use when he obtained the alleged inaccurate results with the subject device. Lfs customer service responded to the patient¿s email requesting he contact the customer care line to troubleshoot the meter issue. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.